Event description:
Upon entering the patient's room, she was bradycardic and hypotensive. I instructed my nurse orientee to pause the propofol and fentanyl drips to see if her sedation had anything to do with the patient's change in vitals. When paused, the propofol was still dripping in the drip chamber and my orientee exclaimed, "this propofol bottle is almost empty and I just hung it 15 minutes ago." All of the tubing was properly set in the IV channel and the channel remained paused however, the medication kept dripping into the drip chamber. We then called the charge nurse to bedside, along with the doctor, and told them what happened.